Event description:
It was reported that when the intraocular lens (iol) was implanted into the patient's eye, the posterior capsule broke (ruptured). Iol was removed and replaced with a different model lens (ar40e). No further information available.

Manufacturer narrative:
Unknown/ not provided. Patient information cannot be provided due to personal data privacy legislation/policy implant date: not applicable, as lens was removed/replaced in the initial surgery. Explant date: not applicable, as lens was removed/replaced in the initial surgery. Initial reporter telephone number: (B)(6). It was indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section d9: device available for evaluation: yes date returned to manufacturer: 08 sep 2023 section h3: device evaluated by manufacturer: yes device evaluation: the suspect iol was received cut. No further evaluation was performed and no further issues identified. The complaint issues could not be confirmed during product evaluation, and no issues were identified. The complaint issue could not be confirmed to be related to the manufacturing or design process. Manufacturing record evaluation: based on the manufacturing records review, and historical complaint review, there is no indication of a product malfunction or product quality deficiency. No nonconformity report, documentation or labeling changes, and escalations are required. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.